Manufacturer narrative:
No complaint fibers were received within the timeframe of investigation. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No process deviations were identified upon review of the complaint production lot records. The root cause of this complaint was not confirmed but with consideration of the information available it is likely it may be related to the state of the customer laser, such as alignment, or also the re-sterilization process conducted on the fibers identified.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned during use. No patient harm or impact was reported. Additional complaint experiences were reported by the same customer, laser devices not recognizing fibers, fibers not transmitting power properly, loose connectors, fibers not working. A total of 7 units were reported for three separate production lots of fibers under two different product ID's. K2013151, lot f0120r - 3 units. K2013152 lot b1018r - 3 units. K2013151 lot f0320r - 1 unit.